Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: additional components potentially involved in the event: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 7982307 common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 7982304 a patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the left t12 lead and right s1 lead. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the leads that were associated with the issue.